Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received power error detected. The customer's blood glucose was 370 mg/dl at the time of incident. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. Customer treated with insulin pump and manual. The pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with corroded battery tube, scratched case and minor scratched lcd window.